Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used for hemostasis during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was deployed onto the bleed site; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and removed from within the patient. No damage was noted to the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
It was reported the patient is over 18 years old. (B)(4) for the reported event of clip would not release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination was performed on the returned resolution clip device. It was observed that the clip assembly would not open when actuated by the spool. Further inspection revealed that the control wire had separated from the cross pin and the clip assembly could not be deployed using the handle/spool due to the control wire pulling out of the cross pin. Product analysis confirms the reported complaint event. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device revealed no issues related to this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for hemostasis during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was deployed onto the bleed site; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and removed from within the patient. No damage was noted to the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.